Manufacturer narrative:
On (B)(4)-2011, a bec field service engineer (fse) found instrument events indicate "no fluid detected at sample inject" and probe b drip tray full of fluid. On (B)(4)-2011, fse performed diagnostic testing on reagent probes and noticed issues with the tests. Fse replaced bubble generator and verified tubing is not damaged. This issue has been resolved. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report reagent probe leak. The customer wore a ppe at the time of the event. No results have been affected by this event. No injury or exposure to fluid was reported.